Event description:
Procedure: colon resection. According to the report: during a colorectal anastomosis procedure, the universal gia reload stuck and malfunctioned. The reload had to be preyed open to get the reload off the bowel. This resulted in the surgeon having to resect two more portions of small bowel. Rep contacted and spoke with surgeon. Device retained at hospital and will be returned to the company.